Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips an intermittent error 20004 appears when device turns on. There was unknown patient involvement.